Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was within labeled altitude range. Reportedly, the customer may of overfilled the cartridge. Customer removed insulin from the cartridge, reloaded the cartridge, and successfully resumed insulin delivery. Customer's blood glucose level was 125 mg/dl.